Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m03324a); product type: 0001-accessory; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the healthcare provider (hcp) complained of how much stress in the wrist and the pressure they had to put on bhd screws to engage and get into bhd and skull. The factor that may have led to or contributed to was the sharpness of the bhd screws. The hcp ended up using cranial set screws and a driver instead. The patient was alive with no injuries.